Manufacturer narrative:
Due diligence was executed for this event. Besides the scope, the other devices used in the procedure were not provided. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event during the beginning of a diagnostic endobronchial ultrasound (ebus) procedure, using the device, the doctor procured the required sample. However, the doctor could not retract the device into the sheath all the way. The doctor pulled the scope and the device from the patient at the same time. This was the first pass of the device. There were no issues inserting, or withdrawing the device at any point in the procedure. A new device from the same lot was obtained to complete the procedure. The patient was under anesthesia, but there was no delay in the procedure. An x-ray was performed. It is unknown if there was any bleeding associated with the event. However, there was no patient injury. The patient¿s condition was stable after the procedure. The patient¿s current status is not known. It is unknown if the scope was angulated when the needle was inserted. There were no other issues or unusual phenomena during the procedure. The needle did not appear to be buckled when removed. The needle was inspected prior to use, and it was verified it could be locked into the sheath. No anomalies were found. The patient's pre-existing conditions are lung cancer. No other patient demographics will be provided.

Manufacturer narrative:
The device has been returned and evaluated this supplemental report is being submitted to provide this information. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 478 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. The device was returned for evaluation for the issue of ¿could not retract the needle back into the sheath all the way¿. The user complaint is confirmed. The device came with its original packaging with needle sticking out. Visual inspection noted the needle stopper has already been removed by user; however, no abnormalities were found on the device¿s handle. The stylet is present. The sheath adjuster knob (thumbscrew) is perpendicular to the shaft, and the sheath adjuster is rotated freely. The handle section was manipulated and working properly. Further inspection of the needle under a microscope revealed biomaterial on the distal end consistent with use. The needle is straight, but covered by the shrinking tube (pebax heatshrink layer). Confirmed that the needle could not retract back into sheath all the way due to the shrinking tube covering the needle appeared to be damaged, bunched up, and torn apart. The damage has prevented the needle from retracting back into the sheath. Failure to retract the needle into the outer sheath was due to observed damage to the pebax heatshrink layer which surrounds the spiral cut metallic needle. Following failure, the pebax bunched up preventing retraction. A definitive root cause regarding the failure of the pebax layer could not be determined but was likely due to excessive force.